Event description:
It was reported that during a percutaneous coronary intervention, the catheter broke. The patient presented with coronary artery disease in the left anterior descending artery (lad). The quantum maverick balloon catheter 3.25x12mm was used through a non bsc guidecatheter. It was reported that the catheter kinked and the shaft broke. The device was easily removed and another quantum maverick balloon was used to complete the procedure. No patient complication was reported.

Event description:
It was reported that during a percutaneous coronary intervention, the catheter broke. The patient presented with coronary artery disease in the left anterior descending artery (lad). The quantum maverick balloon catheter 3.25x12mm was used through a non bsc guide catheter. It was reported that the catheter kinked and the shaft broke. The device was easily removed and another quantum maverick balloon was used to complete the procedure. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick catheter was received. There was a complete separation of the hypotube at 64cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).